Event description:
It was reported the patient is experiencing discomfort on the right side at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2015 whereas the physician opted to explant and replace the ipg as a precaution due to the patient had previously bumped the site thus causing a slight wound dehiscence. Reportedly, there was no sign of infection. Effective coverage was achieved postoperatively. The issue is resolve.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.